Event description:
It was further reported that this event was brought to boston scientific attention through the french evastentax study. The cause of death was confirmed to be non-cardiac.

Event description:
It was reported that two months following a coronary drug eluting stenting treatment procedure, the pt died. The pt had a 2.75 x 16 mm taxus express2 drug eluting stent placed in an unknown vessel. Two months later the pt died of cerebral hemorrhage.